Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by healthcare professional on behalf of consumer stated that consumer experienced discomfort when wearing the new lens. The consumer subsequently visited a doctor and was diagnosed with corneal limbal erosion. No additional information regarding medication, frequency, and dosage or further follow-up visits were provided at the time of this report. Current status of the consumer¿s eye condition is symptom resolved. Additional information has been requested but has not yet been received.